Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. Analysis did confirm that the lower part of the display was out of specification (missing segments). It was found that the upper/lower cases, and side bail covers were broken. The ring was bent.

Event description:
It was reported that the liquid crystal display (lcd), on the lower menu screen of the external pulse generator (epg), is missing segments and is hard to read. It was further noted that it was not possible to choose different settings. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.